Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the complaint of a blank display was not duplicated during testing. A review of the pump alarm history showed a call service alarm code (cs 054) had occurred, which may cause the display to be blank for several minutes. The pump powered on and displayed the verify screen. The audio tones and vibrations were functional. The issue of a blank display was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.